Event description:
It was reported that the patient underwent a posterior fusion surgical procedure from the thoracic to sacral spine. Sometime post-op the patient fell from a second floor and the rods broke. The patient underwent a revision surgery. During the revision surgery it was decided by the surgeon to not remove the implants because fusion was complete. The primary construct including broken rod(s) were left in the patient with new rods which were connected using dominos and crosslinks to reinforce the primary construct. No further patient complication were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.